Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. Several hours post procedure the patient was experiencing chest discomfort. The physician performed a bedside echocardiogram and found that the patient had a pericardial effusion. The patient was taken back to the catheterization lab and the physician removed 600 cc of fluid from them. The fluid continued to drain from the patient so the physician decided to bring the surgeon in to have them perform a pericardial window. The procedure was completed and no perforation or reason was found that caused the effusion. The closure device was kept in place in the patient. The patient was discharged from the hospital and is doing rehabilitation.